Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre reader turning off and on without pressing the button. The customer further reported that a month ago, he had experienced hypoglycemic symptoms and was unable to treat himself. Customer had contact with a hcp who obtained unspecified glucose readings. Customer was diagnosed with severe hypoglycemia and was treated with an unspecified medicated injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre reader turning off and on without pressing the button. The customer further reported that a month ago, he had experienced hypoglycemic symptoms and was unable to treat himself. Customer had contact with a hcp who obtained unspecified glucose readings. Customer was diagnosed with severe hypoglycemia and was treated with an unspecified medicated injection. There was no report of death or permanent injury associated with this event.